Event description:
The facility's biomedical technician reported an infusion pump with a failure code 50 found during biomedical testing. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No add'l contact info was provided.